Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, cracks were found in the battery compartment at the threads to the left of the bumper, at the threads above the bumper, and at the case seal below the bumper. Unrelated to the original complaint, the audio bolus button cover was found to be damaged/punctured. The audio bolus button was responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.